Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external neurostimulator (ens) for urgency frequency and urge incontinence. The patient stated that she was up all night and is exhausted from being in pain. The patient stated that after the procedure she was unable to void for a long time and then, with no urgency, she just started having urine come out. The patient stated that prior to this procedure she never had accidents and always had the urge to void like normal but since undergoing the basic evaluation and now an advanced she has lost the urge to void and is leaking due to the device. It has worsened her symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that she is suffering from severe cramping and severe constipation with the device. The patient stated that she is not with it as she is in pain and sleep deprived. Information from the mdt rep stated that the patient was currently undergoing the advance evaluation. No further complications noted or anticipated.